Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation and a blood test confirmed an infection. The physician elected to explant the evoke scs system to resolve the reported event. The explant procedure was performed by a different physician and at a different facility than those involved in the original implantation. Saluda has not been provided with the details of the physician or the facility that conducted the explant.